Event description:
It was reported that a flowonix catheter was directly connected to the pump and attached with a silk tie. The pump tip eroded thru the catheter. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).